Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report (B)(4).

Event description:
It was reported that the patient developed new radiculopathy (arm pain) post-operatively. Two mobi-c devices were placed at c5/6 and c6/7 during the initial procedure and possibly contributed to the event. A revision surgery was performed where posterior fusion was performed and resolved the radiculopathy. This is report two of two for this event.

Event description:
It was reported that the patient developed new radiculopathy (arm pain) post-operatively. Two mobi-c devices were placed at c5/6 and c6/7 during the initial procedure and possibly contributed to the event. A revision surgery was performed where posterior fusion was performed and resolved the radiculopathy. This is report two of two for this event.

Manufacturer narrative:
Corrections in g1. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: product was not returned and photos were not provided; device evaluation unable to be completed. Root cause: root cause was unable to be determined. This event could possibly be attributed to unknown patient, operative or traumatic factors. DHR review: DHR review unable to be performed as lot information is not known. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.